Manufacturer narrative:
(B)(4). No pre-dilatation. In this case, there were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It should be noted that the instructions for use instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter.

Event description:
It was reported that the patient arrived experiencing severe chest pain. Angiography revealed an 80-90 % stenosis in the proximal right coronary artery (rca). Using a radial approach, direct stenting was performed with the 3.5 x 28 mm xience v, and post-dilatation was performed with a non-abbott 3.5 x 12 mm balloon. Following cine revealed a dissection at the distal end of the stent. A 3.5 x 15 mm xience v stent was implanted to treat the dissection. There was no clinically significant delay in procedure. The patient is in stable condition. No additional information was provided.